Manufacturer narrative:
Follow-up #1: date of submission 09/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated that the last basal and bolus deliveries occurred on (B)(6) 2010. An unexplained reboot was observed at 19:24 on (B)(6) 2010 and deliveries were not resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed that the force sensor calibration was out of specification, the battery compartment was cracked in two places, and the piston cap was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2011 to report he was treated in the ER for an elevated blood glucose (bg) reading of 595mg/dl on (B)(6) 2011. There was no mention of symptoms; however, the patient claimed he was treated with IV insulin while in the ER and released later that same day. At the time of troubleshooting, the patient confirmed all pump settings, including the date and time were correct. There were no associated alarms in pump's history. The patient denied having any site issues, although he mentioned he has been rotating sites around the abdomen for over 10 years. In addition, the patient confirmed there were no visible air bubbles in tubing or cartridge and denied any leaking of insulin. Animas customer support noted that the total daily delivery matched up with basal history. At the time of the call, the animas representative involved in this contact informed the patient there was nothing to indicate that the pump was malfunctioning. The patient was advised to contact his hcp to discuss possible site exhaustion and need for setting adjustments. Although there was no evidence of a product malfunction found at the time of troubleshooting, this complaint is being reported because the patient was reportedly treated for hyperglycemia by an hcp while on insulin pump therapy.